Event description:
See also manufacturer report 3004209178200905279. It was reported that the leads broke and the patient underwent revision surgery in 2009. Further information is being requested from the hcp.